Manufacturer narrative:
Evaluation of the returned lantern revealed ovalizations near the distal tip. If the device is forcefully pinched or gripped during use, damage such as this may occur. This damage may have contributed to the resistance while advancing the lantern through the angiographic catheter during the procedure. During functional testing, the lantern was advanced through a demonstration benchmark without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), an angiographic catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the lantern into the angiographic catheter hub approximately forty centimeters. The lantern was retrieved and re-advanced; however, the lantern could not be advanced all the way into the angiographic catheter. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter, five ruby coils, and the same angiographic catheter. There was no report of an adverse effect to the patient.